Event description:
It was reported that towards the end of the case, they loss all the surface leads and mapping ic (intracardiac) signals on the carto xpress system and the prucka recording system at the same time. The leads, cables and patches connections was checked multiple times, ECG patches on the shoulders, right and left leg was exchanged, piu power checked with no resolution. Checking and repositioning the ECG patches the third time resolved the issue. After follow up with the customer, it was stated that the signal loss happened towards the end of the case. It was after an ablation had been made. The physician saw signal on all channels and then the next instant were just flat lines on everything. The physician paced from the bloom but only saw pacing stim on both. Everything was still flat except the pacing stim. At that time of the issue occurred, the physician was not able to proceed with the case. There were no errors displayed on either system. Troubleshooting was performed with no resolution the first time. All the limb lead patches on the patient and catheter cables from the piu were changed with no effect. A second troubleshooting was performed and the signal back when another clinical specialist changed the leg leads for the second time. After this, the case continued and it was completed without any additional issues. The patient was moving around and his legs and feet were moving to the edge of the bed. It was possible that his legs did touch the metal rails of the bed but there were just speculations. The carto xpress system has been used since with no issues noted.

Manufacturer narrative:
(B)(4). It was reported that towards the end of the case, they loss all the surface leads and mapping ic (intracardiac) signals on the carto xpress system and the prucka recording system at the same time. The field engineer advised the caller to perform a troubleshooting with the ECG electrodes and leads, also, the reporter stated that all ECG signals on carto, cardiolab and the defibrillator were all flat lined. The field engineer explained to the reporter that this issue could happen if the patient moved and it was possible that patient legs did touch the metal rails of the bed which acts to ground all signals. The issue was resolved when the leg leads were repositioned. The carto xpress system has been used with no issues noted. The DHR associated with (B)(4) was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.

Manufacturer narrative:
Investigation is still in process. A supplemental 3500a report will be submitted to the FDA once that the repair record investigation is completed. (B)(4).